Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when trying to cut the catheter, the "knife" got stuck and a deflection wire came out of the internal catheter. The catheter was removed. No patient complications have been reported as a result of this event.